Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not operate on ac power. No patient involvement.

Manufacturer narrative:
Date of report: 09/06/2018. Date received by manufacturer: 05/16/2018 philip's field service engineer (fse) provided part number for the power supply, power supply without the cable, and the cable itself. The reported problem was confirmed. The unit was repaired. The ventilator was in working condition for patient use.